Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was losing time by 2 to 3 minutes over a week. There was no reported impact to the customer's blood glucose level. Reportedly, the customer used an internet based reference clock to address the issue.